Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). Additional information has been requested and received from the healthcare provider. The healthcare provider has not returned the explanted valve or provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no indication or allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 21mm pericardial aortic valve, implanted for four (4) years, was explanted due to unknown reasons. The explanted device was replaced with a 23mm inspiris resilia aortic valve. The patient was noted to have postoperative bleeding. There was no surgical bleeding noted. All suture lines were intact. There was no bleeding from the heart at all. What he had was diffuse ooze from the sternum and not just the marrow or the cut edges, but where the wires were driven to the bone and maneuvering where it was just pouring blood. Some of the bleeding was able to be stopped but other areas of the mediastinum were still bleeding. The patient was hemodynamically stable throughout the procedure.